Event description:
It was reported that when opening the box, they discovered that the adhesive seal on the sterile cartridge was damage/opened in different parts of the seal/weld.

Manufacturer narrative:
Device not returned.